Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/marketing this model.

Event description:
Jada was inserted and bleeding could not be stopped [device ineffective] case narrative: this spontaneous report originating from united states was received from physician referring to a female patient of unknown age via clinical account specialist (cas). The patient¿s current conditions, concomitant medications and past drug reactions/allergies were not reported. The patient had scheduled cesarian section. This report concerns 1 patient(s) and 1 device(s). On (B)(6)2025, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intravaginally route (lot #, serial # and expiration date was not reported) for post partum hemorrhage and bleeding could not be stopped (device ineffective). Patient had a hysterectomy. No product quality complaint (pqc) reported. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued on (B)(6)2025. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Therefore, priority quality investigation will not be completed.